Manufacturer narrative:
As of 11/24/2020 unused retained samples of the same lot reported were submitted to the lab for testing with no defects noted. Aso reviewed records of biocompatibility tests. In addition, the bandage labeling states that the product is not intended to be applied on delicate or sensitive skin.

Event description:
On the initial report received by aso on 10/14/2020, consumer informed that the product tore his skin off when he removed it. On completed the customer information report (cir) received on 10/27/2020 consumer stated sought medical attention.